Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, during use it was noticed that no suture was present. A second perclose at was used to achieve hemostasis. There were no adverse pt effects reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.